Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of three access sites at the right common femoral vein using proglide devices after an ablation procedure on (B)(6) 2022. The patient was discharged on (B)(6) 2022. Reportedly, one of the access sites became significantly swollen on (B)(6) 2022 and the patient was seen by the physician on (B)(6) 2022. Thrombus was found with echo, however, no stenosis seemed to be present. The thrombus was not found with computed tomography. Symptoms began to subside and the patient recovered spontaneously in march. Currently the patient carries on a normal life. There was an adverse patient effect (swollen access site). There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (eifu) states: for sheath sizes greater than 8f, at least one device and the pre-close technique is required. The eifu deviation would not have contributed to the reported difficulties. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. The patient effect of thrombosis is listed in the electronic proglide instructions for use, as a foreseeable adverse event of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 1494- off-label use- indication for use was added as the pre-close technique was not used when closing with a sheath greater than 8f.d4: lot number updated h6: health effect - impact code 4614 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the sheath size at the time of proglide device insertion was 8.5fr. There was no reported issue with the placement of the suture. The patient was hospitalized; however, no treatment was required. No additional information was provided.